Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The drive support cap did not appear to be damaged and the insulin pump had not been exposed to a strong magnetic field. The insulin pump failed the displacement test. The blood glucose reading was 200 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind test due to a corroded motor home switch. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. The pump had broken battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.